Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer reported that the batteries were full when the issue occurred and that they had successfully delivered two (2) shocks to the patient. The second shock converted the patient. Two minutes and 44 seconds after the second shock was delivered the device lost power by itself. A backup device was obtained and used to monitor the patient. No additional shocks were delivered to the patient using the backup device. The patient, a (B)(6) male, survived the event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported issue. Physio observed that the device's battery pins had some corrosion. As a precaution, the device's battery pins were replaced and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.